Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01185. This report is being submitted as additional information. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) are unknown. Manufacturer's investigation conclusion: the reported event of no external power event was confirmed through the analysis of the submitted log files. The system controller log file captured a no external power event and associated alarms on (B)(6) 2018. This event occurred while the controller was supported by an mpu and appeared to be a result of momentary power loss to the mpu. During this event the controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once the power was restored to the mpu, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu was not returned for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The manufacturer¿s technical services representative reviewed the submitted logs and observed no external power event while the patient¿s lvad system was connected to the mobile power unit (mpu). The customer was informed that the no external power event may have been potentially caused by the mpu power cord coming loose from the back of mpu. Additional information was requested but was provided.